Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, during a revision procedure on (B)(6) 2020 (manufacturer report number 1627487-2019-13117, 1627487-2019-13118), physician was unable to implant the new lead due to patient anatomy. As a result, the procedure was abandoned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.